Event description:
It was reported that the patient experienced hyperglycemia and diabetic ketoacidosis (DKA) while wearing the Pod on the abdomen between 4 and 24 hours and sought emergency medical attention on (b)(6) 2026. The caller reported that the patient's blood glucose levels remained around 400 mg/dL throughout the day and continued to rise despite changing the Pod and administering boluses every 2 to 3 hours. The patient wore the replacement Pod for approximately 6 hours, but blood glucose levels did not improve and reached 566 mg/dL by the time of arrival at the emergency room. The caller believed the event was related to the Pod not delivering insulin correctly.The patient experienced dizziness, blurred/double vision, abdominal pain, headache, vomiting, lethargy, and dehydration. Due to worsening symptoms and persistent hyperglycemia, the patient was taken to the emergency room and subsequently admitted to the Pediatric Intensive Care Unit (PICU) overnight.The patient was diagnosed with diabetic ketoacidosis (DKA) and hyperglycemia Treatment included intravenous insulin (insulin drip), intravenous fluids for dehydration, and Zofran for nausea. The patient remained in the PICU overnight and was discharged on (b)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone13.1.CGM Sensor Type: G6.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.High blood glucose is a common symptom for people with diabetes (Glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dL for 14-25% of the time "[1]""[2]""[3]".), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" (b)(6). The Relationships Between Time in Range, Hyperglycemia Metrics, and HbA1c. J Diabetes Sci Technol 2019;13:614-626."[2]" (b)(6). Real-Time Sharing and Following of Continuous Glucose Monitoring Data in Youth. Diabetes Their 2019;10:751-755."[3]" (b)(6). Real-World Hypoglycemia Avoidance with a Continuous Glucose Monitoring System's Predictive Low Glucose Alert. Diabetes Technol Their 2019;21:155-158.